Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had declared end of life (eol) battery status. The monitoring voltage was 2.67 volts and the charge time was 30.7 seconds. A boston scientific technical services consultant discussed that maximum energy shocks and brady pacing were still available, and with the current monitoring voltage, the patient could wait several days before the device was explanted and replaced. The device was later explanted and replaced with another boston scientific ICD.